Event description:
The implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance of 126 ohms. The highest measured vector was 147 ohms. At the previous routine ICD replacement a delivered shock had an in-range impedance of 119 ohms and the daily measurements at that time were 72-75 ohms. Technical services recommended performing a reverse polarity commanded shock to evaluate current system integrity, which had not occurred as of the time of this report. The clinic is continuing to monitor the patient. The right ventricular (rv) lead remains in service and no adverse patient effects were reported. It was additionally reported that the shock impedance became higher than 150 ohms. The physician elected to perform three commanded shocks at 41 joules, which resulted in code 1005 on the ICD, indicative of an open circuit condition. The physician then performed induction into ventricular fibrillation which was successfully converted at 31 joules, but again resulted in code 1005 and a shock impedance greater than 125 ohms. The rv lead was capped and abandoned. A new lead was successfully implanted and it was decided to replace the ICD sat the same time. No additional adverse patient effects were reported.

Event description:
The implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance of 126 ohms. One of the vectors was at 147 ohms. At the previous routine ICD replacement a delivered shock had an in-range impedance of 119 ohms and the daily measurements at that time were 72-75 ohms. Technical services recommended performing a reverse polarity commanded shock to evaluate current system integrity, which had not occurred as of the time of this report. The clinic is continuing to monitor the patient. The right ventricular lead remains in service and no adverse patient effects were reported.